Manufacturer narrative:
This product is not marketed in the us (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -07.50 diopter , implantable collamer lens into the patients left eye (os) on (B)(6) 2017. The lens was removed and replaced on (B)(6) 2018 for a shorter length lens due to excessive vault. This resolved the problem.

Manufacturer narrative:
Additional data device evaluation- the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Corrected data health professional, distributor included for initial MDR claim# (B)(4).